Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as a potential adverse event associated with the use of the device. Additional information received from distributor on (B)(6) stated: "other possible contributing factors to the event: the physician didn't retrieve completely the wire into the sheath." A video that was providing showing the device being removed from the treatment site confirmed this.

Event description:
"Just after the procedure a descending aorta dissection was noticed. The vascular surgeon immediately implanted a descending aorta prosthesis. The patient reported no damage. Non tortuous, noncalcified anatomy, right femoral access, no a valvuloplasty performed. The 300cm small safari guidewire was used."